Event description:
Additional information was received that the suspected cause of the oversensing was due to noise.

Event description:
During a clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.